Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (49-69 mg/dl). Glucose tabs were consumed to address the bg level. The customer's healthcare provider (hcp) confirmed that the low bg was due to the pump settings needing to be adjusted. The hcp was working with the customer with the adjustment of the settings.